Manufacturer narrative:
Correction: e1 (phone and fax number) additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the jaws of the reload were clamped. It was reported that prior to use, while setting up, the jaws of the reload did not open completely. A new reload was used with the same powered device and the open and close procedure was performed without any issues. There was no patient involved. The reported issue that the device was unable to perform clamped test could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: that the device pre-fired. The staple cartridge was pre-fired and engaged in interlock. The product analysis noted evidence that the device was not used as intended. This issue may occur when the firing handle has not been completely cycled. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: in order to fire the instrument, once the green firing button has been activated, squeeze the handle sequentially until the lower clamp cover reaches the distal end of the cartridge slot, and the handle locks. Failure to follow may result in poor or incomplete staple formation. Also, loading section, step 3 states ¿to load the endo gia¿ ultra universal short, endo gia¿ ultra universal or endo gia¿ ultra universal xl stapler with the appropriate reload; insert the pin located at the distal end of the instrument shaft into the reload. Ensure that the load alignment indicator on the reload aligns with the load alignment indicator on the shaft. Push the reload in and twist clockwise 45° relative to the instrument, so that the reload will lock into place and an audible click is heard. When the reload is loaded properly into the stapler the blue unload button underneath the shaft is seated in place without showing any red coloration underneath. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10. Concomitant products: sigphandle, sig power sigphandle handle (serial unknown); sigadaptstnd, sig power sigadaptstnd linear adapter (serial unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, prior to use, while setting up, the jaws of the reload did not open completely. A new reload was used with the same powered device and the open and close procedure was performed without any issues. There was no patient involved. Medtronic's initial evaluation of the incident device found the staple cartridge was pre-fired and engaged in interlock.